Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to co, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that an arterial access was obtained; however, the wire would not advance. The access needle was removed and re-inserted. A second arterial access was obtained and a 6f introducer was inserted. Another physician performed the intervention following the completion of the diagnostic catheterization. Heparin and integrilin were given, and the left anterior descending (lad) artery was stented with a 3.5x24mm taxus des. The femoral angiogram revealed that, the stick and the patient's anatomy were appropriate for angio-seal use. One day after the procedure, while in the bathroom, the patient passed some gas, was bearing down slightly and felt a sting in her leg. The patient was assisted back to bed by the nurse who assessed the groin, and noted a 10 cm hematoma. Direct pressure was held for an unspecified time. An ultrasound revealed a pseudoaneurysm. During the evening, the patient went to surgery. The surgeon reported that the angio-seal anchor was found in the pseudoaneurysm. The patient was discharged eight to sixteen days later after vascular surgery was performed to repair the pseudoaneurysm in the common femoral artery (cfa). The patient was taking anticoagulant medication, type and dose unknown.